Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedances, measuring greater than 2000 ohms. In addition, high pacing thresholds and loss of capture (loc) was observed. The patient didn't experience greater than 2 seconds of asystole. Subsequently, a revision procedure was performed. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.